Manufacturer narrative:
The investigation of hemolysis has been completed. No product returned. Hemolysis occurred on day 25 of support. Echo showed inflow cage close to mitral valve. Repositioning resolved the issue. Data logs show stable motor current. Brief impella in aorta alarms on day 10 of support. The cause of the hemolysis was most likely improper positioning of the device. B1 revised to reflect adverse event only on manufacturer device report 1220648-2025-26159. H6 code 2616 was reported incorrectly on manufacturer device report 1220648-2025-26159. New code was added to medical device problem code.

Event description:
The user facility reported a patient (unknown ethnicity) was implanted with an impella 5.5 device for mechanical circulatory support and as a bridge to transplant. Twenty-five days into the support, signs of hemolysis were noted. The patient's urine was red, and lactate dehydrogenase (ldh) was greater than 1000. Hemoglobin and hematocrit and platelets levels were stable. An echocardiogram was completed and showed the inlet too close to the mitral valve and consequently the pump was repositioned. The urine cleared within 12 hours. The ldh continued to rise, however, and was noted to be greater than 3000 two days later. Hemoglobin dropped from 8g/dl to 7g/dl. Platelets level and activate partial thromboplastin time were stable and consistent. The patient was escalated to a status 1 awaiting heart transplant. The following day, the device was explanted, and the patient survived the explant. Whether or not the patient received the heart transplant or the impella was replaced is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿